Event description:
The elite blood glucose system was giving erratic readings. They stated that family member has two elite systems. One at school and the other at home. They stated that the unit at school was providing erratic results and the school nurse was adjusting insulin based on this meter results. The customer stated that an attempt was made to review the operation of the meter at school but the meter "fell apart". The customer states that the meter is now "dead". The customer stated that patient tested and received a result of 490 mg/dl. The school nurse tested and received results that would indicate the blood sugar was over 600 mg/dl. Upon retest a result was displayed that would indicate the blood sugar was less than 20 mg/dl. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.